Event description:
It was reported that the hcp experienced difficulty aspirating fluid through the catheter access port. The hcp planned to bridge the morphine at the lowest simple continuous rate and refill the pump with saline. Per the reporter, the pt recently had a "pump change" and was having a reaction to the morphine that was put in the pump. It was later reported that the pt experienced a change in therapy effect which included the following symptoms: dizziness, difficulty walking and nausea. The pt was vomiting "blood and bile". The pt presented to the emergency room due to dizziness and falling; was given an intravenous. The pt was then sent home; the pt fell again at home. The hcp indicated to the pt that she must wait 7 days before pump can be removed. The reporter indicated that "I feel like the life is draining out of me" and wanted the pump removed sooner than that. The pt was at home in fair condition.